Event description:
It was reported that the lead exhibited low pacing impedance. During the explant procedure, the insulation was found to be broken at 8-10cm from the proximal end.

Manufacturer narrative:
Insulation damage was found between 25.2cm to 26.8cm from the connector pin consistent with clavicle crush damage. The insulation between the sensing and pacing coil was damaged. This is consistent with the observation from the field of low pacing impedances.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.